Event description:
It was reported the customer had a failed battery test alarm on their insulin pump. Customer's blood glucose was 234 mg/dl at the time of the call. Troubleshooting could not verify if the customer had any damage or corrosion to the customer's battery compartment. Customer's mother stated they will call back when they have the insulin pump in order to complete troubleshooting. Customer was advised to monitor the insulin pump while a replacement battery cap was being sent. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.